Event description:
Pt had elective bariatric procedure in operating room. Esophageal dilator leaked memory into pt and operating room environment, thus contaminating pt, staff and room. Actions were performed to prevent harm and reduce exposure to staff, pt, and physicians.